Event description:
It was reported that the needle went through the distal end. The issue occurred during reprocessing. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
Device was received and evaluated. Device inspection and evaluation, service repair noted multiple leak from pink probe and biopsy channel. A-rubber glue found cracked. Forceps passage check found leak in biopsy channel . The um (ultrasound image) found with two broken elements. Cut on switch # 1 found. Leak probe tip , missing ke45(key top rubber) at forceps cover observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the needle going through the distal end could not be determined at this time. Olympus will continue to monitor field performance for this device.